Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. The MRI technician reported that the patient stated the device no longer worked. It had not worked for over 10 years. Impedance measurements were not taken. No follow up was possible at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.